Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of difficulty in breathing. There was no report of serious or permanent patient harm or injury. After evaluation, the manufacturer could not confirm the problem or pressure in the device, but found tobacco contamination in the blower, blower box, top enclosure, led display, pca, evidence of water ingress to the blower.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles.the patient alleged to have difficulty in breathing.there was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and there was mention of visual findings odur emanating from blower box, evidence of water ingress to blower and particle contamination in blower dirt to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped due to age .